Event description:
Reported events of "lump, nodule, beading" after injection with juvederm ultra from journal article: "multicenter prospective cohort study of the incidence of adverse events associated with cosmetic dermatologic procedures; lasers, energy devices, and injectable neurotoxins and fillers" , published online, archderm.jamanetwork.com. It is not known if any treatment has been provided.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of no lump, nodule, and beading are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.